Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 400 mg/dl and a correction bolus via the pump was delivered to address the high bg. The contact reported that due to stress, the customer had forgotten to deliver a bolus for the food that was consumed and the bg had elevated.